Event description:
It was reported that a malfunction alarm occurred, causing the customer's blood glucose level to exceed 500 mg/dl, though the exact value was not specified beyond being noted as "high." The customer addressed the high blood glucose by administering a correction bolus through the pump and did not require third-party assistance. Technical support provided instructions to reset the pump and assisted the customer with the process. After the reset, the malfunction code did not recur, and the customer was advised that they could continue using the pump, with a reminder to call back if issues persist.